Event description:
The device was used during a laparoscopy. Reportedly, after the needle was inserted into the abdomen, the gas pressure was not normal. After the surgeon removed the needle, two puncture holes were noted in the bowel which required no surgical repair.